Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: returned battery/cartridge caps were used during investigation. The battery compartment is cracked from threads down to the case seal on the side. Moisture corrosion is observed in the battery canister. A leak test failed due a battery compartment leak. The pump powers up with a distorted display screen, the pump¿s cover was removed, and moisture corrosion was found inside to the display screen flex and to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.